Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect clinical code - viral infection. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, it was reported that the patient decided to go to the emergency as her last sensor had stopped working, she was accompanied by her mother to go to the emergency. There were no cgm readings on her sensor the blood glucose was tested manually and it was over 400 mg/dl. The patient did not felt any symptoms. The patient couldn´t remember how long the sensor had stopped working before she decided to go to the emergency room. She stayed at the hospital for 1 day, as the bg was not decreasing. The patient was also diagnosed with covid. At the hospital she was treated with IV fluid and medication to treat her covid, but can no longer remember the exact medication provided to her. Once the patient was stable she was discharged. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.